Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited blood to be introduced to the lumen of the lead, prohibiting the stylet from advancing to the distal end (the implanter did not keep their hands clean of blood). The ra lead was attempted not used and replaced. No patient complications have been reported as a result of this event.